Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in anesthesia during use, the sheath was found leaking. The insertion site was the internal jugular vein and the catheter used was a 7.5 fr. Swan-ganz. As a result, the sheath was removed and a new kit was opened and used without issue. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence.